Event description:
It was reported the patient was admitted to the hospital with weakness and dyspnea. An echocardiogram was performed and revealed a vegetation in the right ventricle and on the right ventricular lead. Blood cultures were positive for methicillin-sensitive staphylococcus aureus. The patient was treated with antibiotics and the implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).